Event description:
Ambulance personnel were attending to a pt who was shocked once by first responders with an automated external defibrillator, prior to the arrival of the ambulance. The pt was countershocked twice and a pulse was palpated by the paramedics, however during transport to the hosp, the monitor displayed excessive artifact and the pt's electrocardiogram could not be discerned. The operator replaced the electrocardiogram monitoring electrodes, the pt cable assembly and attempted to monitor in the paddles mode with no change to the display. There were no adverse effects to the pt reported as a result of the alleged malfunction.